Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months ago, a new generator was implanted. After the implant, the right ventricular (rv) lead exhibited rising impedance measurements. It was noted that the rv lead pin might not have been inserted correctly into the device header. X-rays and pocket manipulation were scheduled. No patient complications have been reported as a result of this event.